Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp) procedure the physician had trouble with the stone extraction and lithotripsy. The physician reported that the lithocrush baskets were not extending during the procedure; as a result the physician used 11 lithocrushes. The user facility provided three out of 11 models of lithocrushes used during the procedure; they are as follows: bml-v442qr-30, bml-203q, and bml-204q. The user facility further reported that they were able to save only four lithocrushes, the other seven lithocrushes were reportedly discarded following the procedure. The lithotripsy was successfully completed with no patient injury reported, but there were more bleeding observed and the procedure was extended due to the multiple entries of the lithocrush baskets and extractions of the stones. An argon plasma coagulation (apc) was used to stop the bleeding site.

Manufacturer narrative:
The device referenced in this report was the other seven unidentified lithocrushes reportedly used during the procedure. The user facility reported that these lithocrushes were discarded following the procedure. No further information were provided. The cause of the user's experience could not be conclusively determined. This report is being submitted as an MDR in an abundance of caution. Cross reference MFR. Report numbers: 8010047-2009-00102, 8010047-2009-00103, 8010047-2009-00104, 8010047-2009-00105 for the other lithocrush baskets used during the same procedure.